Event description:
Reportable based on device analysis completed on 15jan2025. It was reported catheter issue occurred. An opticross 18 was selected for use. During the procedure, it was noted that the image was very dark and looked terrible. The catheter was replaced with a different device and the procedure was completed. No patient complications were reported. However, device analysis revealed twist in the imaging window assembly.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed a kink in the sheath assembly. Also, to inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. Microscope inspection revealed a twist in the imaging window assembly. The impedance test showed an electrical open proximal waveform between 130-140 cm from the distal housing. No other issues were identified with the device. G4 - premarket / 510(k) #: k160514, k222568.